Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 10/15/2015, on behalf of the foreign patient to report that on (B)(6) 2015; the receiver displayed a loss of antenna signal. No additional event or patient information is available.